Event description:
It was reported that the lens was explanted approx 3 weeks postoperatively from the pt's left eye due anterior vault. Another lens of same model was implanted. Sutures were placed to close the wound. Pt's visual acuity as of (B)(6) 2013 was 20/25-2 uncorrected. The current pt's prognosis was reported as good.

Manufacturer narrative:
The lens was returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.